Event description:
Our affiliate reports that in the course of an arthroscopic meniscal repair in 2008 the surgeon used 5 rapidloc devices to fixate the pt's meniscus tear (s). Subsequent to this procedure, two days later, the pt reported that something was sticking out the back of his leg. Upon a medical examination, it was discerned that a needle was sticking out. They pulled the needle out, and believed that it is one of the 5 rapidloc needles used in the meniscal repair, a 12 degree needle. There was no suturing of the wound site, as this was a small needle hole. At this point in time, this is all of the info that has been supplied to mitek. Questions are out asking for clarifications and further details. See also associated mdrs 1221934-2008-00169 and 1221934-2008-00172.

Manufacturer narrative:
The complaint device is not available for evaluation, has been discarded. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of 500 devices that were released to distribution. We cannot discern as to how the needle inserter may have come off of the deployment device into the pt's joint space, nor can we understand how this went undetected until the pt presented with the sharp object protruding from the back of his leg. At this point in time, no root cause can be established. No further action is warranted, however, this file will remain receptive and germane to the issue, also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.